Event description:
Percutaneous line sheared when nurses attempted to remove the catheter from the pt. Nurse reported difficulty with threading the catheter. Attempt was made to replace setup. Nurse reported she pulled needle and then attempted to remove remainder of catheter. At that time, she saw stylet at site of insertion. Pt was then taken to or for surgical removal of line and insertion of new percutaneous line. The setup was not retained for inspection. It was taken to central supply and discarded by them.